Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia as well as hyperglycemia. The customer¿s blood glucose level was 37 mg/dl. The customer was assisted with troubleshooting. Customer stated that they could not rewind the insulin pump and their blood glucose was high and last night was low. Customer also stated that the insulin pump had a no delivery alarm. Customer states more than likely had no more insulin in the insulin pump as when they cleared out the alarm they had a low reservoir alarm that they needed to clear. The insulin pump will not be returned for analysis.